Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with the revision procedure were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following a revision procedure. The patient was hospitalized and was provided IV antibiotics. The device was explanted. The patient had recovered without sequelae.